Manufacturer narrative:
Siw have requested the explanted device to be returned as well as further information relating to patient factors. Until siw are in possession of the data, we will not be able to make an analysis. Device not returned to the company, yet.

Event description:
(B)(4). It has been reported that the tibial component has fractured at the rotating hinge metal stem junction. The patient requires a revision.

Manufacturer narrative:
An event regarding a fracture involving a tibial component was reported. The event was confirmed via x-ray review. After multiple request, no information has been provided, that could confirm the revision surgery has or will be scheduled. (The device has been implanted for over 15 years). If at any point in the future siw is informed the revision has taken place this case will be reopened within the track wise system. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It has been reported that the tibial component has fractured at the rotating hinge metal stem junction. The patient requires a revision. This is a supplemental report to 3004105610-2016-00073 ((B)(4)).